Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2117201 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As the physician was removing the advancer tube of a 6f/7f mynxgrip vascular closure device (vcd), he noticed that 90% of the polyethylene glycol (peg) was mostly dry and stuck to the advancer tube. Manual compression was done, and the patient recovered without incident. There was no reported patient injury. The mynxgrip was used after a diagnostic left heart cath. After doing all the steps according to the instructions for use (IFU), the physician removed the balloon through the advancer tube. The device was stored as per labeling. The physician is trained to use the device. The complaint device was not retuned but 3 unused devices were returned for evaluation.

Manufacturer narrative:
As the physician was removing the advancer tube of a 6f/7f mynxgrip vascular closure device (vcd), he noticed that 90% of the polyethylene glycol (peg) was mostly dry and stuck to the advancer tube. Manual compression was done, and the patient recovered without incident. There was no reported patient injury. The mynxgrip was used after a diagnostic left heart cath. After doing all the steps according to the instructions for use (IFU), the physician removed the balloon through the advancer tube. The device was stored as per labeling. The physician is trained to use the device. The mynxgrip vascular closure device 6f/7f involved in the reported complaint was not returned. However, 3 sterile mynxgrip vascular closure device 6f/7f from the same lot, f2117201, were returned for evaluation. Per visual analysis, the devices were returned in their original sealed packages, but not in a controlled temperature condition. The samples were visually inspected, and no anomalies/damages were observed on the samples. Per microscopic analysis, visual inspection under high magnification of the sample¿s sealant showed that the sealant grip tip was slightly melted and discolored. Per the mynxgrip instructions for use (IFU, the mynx product¿s upper limit of temperature is 25°c. Since the samples were not returned in a controlled temperature condition, the melted and discoloration of the sealant can be attributed to the sealant being exposed to a temperature above 25°c. A product history record (phr) review of lot f2117201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant- stuck to device components¿ could not be confirmed without the return of the procedural device. The reported event could not be confirmed during analysis of the three unused devices. While the exact cause of the reported event could not be conclusively determined, procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, procedure preparation, confirm via femoral arteriogram or venogram evidence of adequate flow. The IFU also instructs during sealant deployment, while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds (figure 5). Lay the device down for up to 90 seconds. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.